Event description:
This lv lead was implanted on (B)(6) 2009. A call to technical services on (B)(6) 2012 states that the patient has high lv thresholds. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).